Event description:
It was observed that during the device evaluation, the camera head failed the leak test and the charge coupled device (ccd) pins were sulfated.there was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.